Event description:
It was reported when the device was used during a low anterior resection, the staples malformed. The case was completed using sutures. Consequently the patient received a terminal ileotomy. The o.r. Time was extended by one hour.